Event description:
The vapotherm precision flow high flow nasal cannula has fio2 settings for .21, .22, .23, .24, and on up to 1.00. When the setting is changed anywhere from .21 to .23 there is no change in the output. It is deceiving to the user that they are making a change in the setting yet nothing is happening. The output remains at .21 for these settings. All serial number work this way. Vapotherm has confirmed that this is true. They are in the process of changing the directions in the operator's manual. There are very specific weaning circumstances where this becomes an issue and an alternate device needs to be used. Users need to be aware that 0.22 and 0.23 settings deliver 0.21 fio2.======================manufacturer response for high flow nasal cannula, precision flow (per site reporter).======================this performance is normal and cannot be improved.